Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump where the "open key does not respond to the command". The event was reported to have occurred during programming/set-up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "open key does not respond to the command" was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to an inoperable open key. The pump head module (phm) was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.